Manufacturer narrative:
Omit : initial reporter addr 2, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user unable to change the dose of acetylcysteine infusion.

Event description:
It was reported that while programming an infusion of acetylcysteine ordered dose was 50mg/kg (bag concentration is 3500mg in 500ml in d5), the user was reportedly unable to change the dose, and the device automatically calculated to "47.3mg/kg". It is unknown what drug profile (drug concentration) the user selected in the guardrails drug library. There was patient involvement but unknown outcome. Bd received additional information. Per report, "the issue was identified as being related to the drug library parameters. There was no issue with the bd alaris devices themselves. The medication was checked in different devices, and it was confirmed that the problem originated from the data set. The issue has now been fixed." Although requested, no further information has been provided. Per bd alaris user manual, "a data set is developed and approved by the facility¿s own multi-disciplinary team using the bd alaris¿ guardrails¿ editor software, the pc-based authoring tool. A data set is then transferred to the system by qualified personnel and then activated by the clinical staff." Additionally, alaris user manual instructs the users that "it is important to ensure that the latest data set is loaded into the pcu. To check the status of the data set, see viewing data set status. If the data set status is pending, use the following steps to update the data set.".

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while programming an infusion of acetylcysteine ordered dose was 50mg/kg (bag concentration is 3500mg in 500ml in d5), the user was reportedly unable to change the dose, and the device automatically calculated to "47.3mg/kg". It is unknown what drug profile (drug concentration) the user selected in the guardrails drug library. There was patient involvement but unknown outcome. Bd received additional information. Per report, "the issue was identified as being related to the drug library parameters. There was no issue with the bd alaris devices themselves. The medication was checked in different devices, and it was confirmed that the problem originated from the data set. The issue has now been fixed." Although requested, no further information has been provided. Per bd alaris user manual, "a data set is developed and approved by the facility¿s own multi-disciplinary team using the bd alaris¿ guardrails¿ editor software, the pc-based authoring tool. A data set is then transferred to the system by qualified personnel and then activated by the clinical staff." Additionally, alaris user manual instructs the users that "it is important to ensure that the latest data set is loaded into the pcu. To check the status of the data set, see viewing data set status. If the data set status is pending, use the following steps to update the data set.".